Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 39565-65, serial# (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that it was extremely difficult for the surgeon to remove the lead from the top of the ins header. It was reported that the lead looked damaged and discolored. When the lead was placed into the header of the new ins, all impedances were normal except for contact 1, which was elevated. The manufacturer representative had been unable to interrogate the impedances prior to the surgery, so it was unknown if the impedances had been high before. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the explanted ins has been sent in for analysis. No symptoms or complications are anticipated.